Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the catheter and pump were removed due to infection. The customer discarded the device, and it would not be returned to the device manufacturer. The device would not be replaced in the future. It was reported the issue was resolved. However, it was also reported the patient's status was alive - with injury; the patient was being treated post-surgically for infection. There were no known environmental, external or patient factors reported that might have led or contributed to the event. There were no known diagnostics/troubleshooting performed. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#,0215988706, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the surgeon only removed the remaining implanted catheter (which was not in use), not the pump and catheter.